Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
Clinical summary: the onset of the event was reported as february 18, 2026. Clinical course and presentation. A month before presentation in the ER on (date), the patient had been evaluated in clinic for a small lesion at the vertex with minimal incision site oozing. At that time, she was treated with a 14-day course of oral antibiotics (cephalexin), which resulted in temporary improvement. Following completion of antibiotics, the patient experienced recurrent oozing with increased drainage from the site. Given the progression of symptoms, she was admitted on (B)(6) 2026, and underwent a left occipital craniotomy with wound exploration and removal of the rns neurostimulator and all three depth leads. She was treated with IV vancomycin, ceftriaxone, and cefazolin. Infection assessment: there was no evidence of systemic infection. The clinical findings were consistent with a generator pocket infection without intracranial involvement, classified as a deep incisional infection.